Manufacturer narrative:
This report is submitted on january 24, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2018. It is unknown if there are plans to re-implant the patient with a new device during the same surgery.